Manufacturer narrative:
(B)(4). (B)(6), the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 5 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that two battery devices heated up and melted inside two battery casing devices. It was further reported that the small battery drive device became hot. It was reported that the event occurred during use on a patient. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. It was reported that all of the pieces of the devices broken during surgery were retrieved from the patient. There was no adverse event reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the control unit was not functioning and was defective. It was further determined that the device failed pretest for check the off/osc/on switch mode function, check the triggers and electronic control unit (ecu) function and check power with test bench, min. 67.5 to 110 w. After the pre-repair diagnostic assessment, the device was disassembled and the motor and the electronic control unit (ecu) were separately tested. It was observed that the motor ran and worked and the ecu had a short circuit. It was further determined that the tool coupling was damaged and the attachment devices did not engage in the coupling without force. It was observed that the duty cycles most probably exceeded, which led to the short circuit in the ecu. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.